Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the deployment mechanism was damaged. The root cause of the customer's experience is likely due to retracting the deployment mechanism prior to full deployment. The damage observed on the deployment mechanism indicates that the customer overrode the ratchet mechanism by retracting the thumb ring prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "this is a complaint from the market. Report from the sales rep - the specimen bag would not deploy inside the abdominal cavity. The customer has used the model understanding proper use of it." It is unknown whether or not the bag came off with the metal supports exposed when the metal supports were pushed with thumb ring actuator; whether or not the thumb ring actuator was pulled, until the metal supports were fully pushed to endpoint; and, whether or not the bead was sliding down to around center of the metal supports to interrupt deployment of the bag. "The operation video is not available." Additional information received via email from distributor, february 10, 2017: the bag was deployed from shaft, but it did not properly deployed. It is unknown if the bag unraveled, but the prongs were exposed. Patient status - "no patient injury".